Manufacturer narrative:
Investigation of returned suspect door winch was unable to confirm the complaint. Bench test drive motor, motor rotated clock wise and counter clock wise as normal. Unable to apply any load to motor. Failed visual inspection. The gears on the motor is showing wear.

Manufacturer narrative:
Return requested. Replacement rotor tractor drive assy shipped to site 09/20/2016. Medtronic investigation of returned suspect rotor tractor drive assy confirmed reported issue. "Damaged teeth on belt." Failed visual inspection. Some of the inner teeth on the belt are split and have chunks of the teeth missing. Physical damage. - return requested. Replacement door winch upgrade kit shipped to site 09/20/2016. Suspect door winch upgrade kit returned to manufacturer for analysis and is under analysis. - 09/22/2016 a medtronic representative performed an imaging system check-out, imaging modalities & system inspection areas passed. Mechanical test failed. Failure rotor; door. The door winch motor could not lift the door assembly without assistance. Replaced the door winch assembly and tested. The door now opens correctly. The door winch motor could not lift the door assembly without assistance. Replaced the door winch assembly and tested. The door now opens correctly. The door would not close properly. The sidewall door switch had been damaged and resulted in the "door open" message never clearing. Replaced the sidewall switch and the door now closes correctly. Replaced the gantry motion controller and adjusted the door turnbuckles. The door now opens and closes successfully. Issues resolved. System performed as intended.

Event description:
A site representative, radiographic technologist (rt), reported that, while in a spine procedure, the site's imaging system gantry would not open when around the patient. Confirmed that e-stop is off and dongle is fully seated. The site attempted to open the gantry with pendent, yellow gantry button, and manual ratchet without success. They bent the ratchet when attempting to open the gantry manually and are no longer able to move the x-ray detector. The manual stopping pin was not placed into the side of the gantry. The imaging system was making a knocking noise when attempting to open. Nothing appears stuck in gantry. The site moved the imaging system away from surgical field and continued the surgery. Delay in therapy was 25 minutes. There was no impact on patient outcome.